Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received the attached user facility report (B)(4). The report indicated that it was found on a chest radiograph (cxr) that there was a possible outflow graft separation. Additional info was received from the hosp's vad coordinator that the CT scan was performed and the results were: "unremarkable patent left ventricular assist device outflow tract that is anastomosed to the mid ascending aorta. Normal coronary arteries. Normal cardiac chamber size. Unremarkable aortic valve and aortic root. Unremarkable pericardium." It was also reported that no surgical intervention was performed at that time.

Manufacturer narrative:
The attached user facility report (B)(4) was received from the (B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.